Event description:
It was reported that a k-wire was inserted and the fixation site was countersunk and measured. The surgeon decided on a 2.3x14mm cannulated screw; it was inserted over the k-wire and after it had been fully inserted, the surgeon decided it was a little short. It was removed and a 16mm screw was inserted. Upon final tightening, the head of the screw twisted off. The broken head was then removed. A second separate screw site was prepped using the k-wire, counter sinking and measuring. Another 16mm screw was inserted and at the final tightening, the head of the screw snapped-off and left the partial screw. Case was a chevron procedure on the great toe.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The complainant's event typically occurs due to leveraging during insertion, over-insertion or improper bone preparation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.